Manufacturer narrative:
H3: product analysis updated - product analysis stated on initial inspection could not verify what caused the overheating, one minute temperature in collet was 120 f. On further analysis collet froze. Motor and collet was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing it was found that the front end of the visao will get hot when working about 10 seconds. The dealer wait for visao to cool and test again, but the front end of the visao still get hot. There was no patient involvement.

Manufacturer narrative:
H3: product analysis stated could not verify what caused the overheating, one minute temperature in collet was 120 f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.